Manufacturer narrative:
Consumer admits to falling asleep with the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (ie bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.

Event description:
Consumer states she was using the heating pad for her back and fell asleep. She awoke the next morning to find a blister on her hip. She alleges she received medical treatment.